Event description:
It was reported that (6) devices were used during a adhesiolysis. It was reported by the affiliate that the 512hn gaskets were torn. There was no consequence to the pt. This is part of six other devices collected by the hosp (77868).